Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: (B)(4). It was reported that stockert foot pedal continued to ablate after the foot was removed from the pedal. The stop button was immediately pressed on the stockert generator after identifying the issue. Caller reported that no unintended ablation was delivered to the patient and that the procedure was completed successfully with no patient consequence. It was confirmed that foot pedal was defected. Defected part was replaced. Issue was resolved. The customer did not report any malfunction of the stockert and no service was requested for this device. The stockert is working within manufacturer specification. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
During an atrial fibrillation (afib) procedure, it was reported the stockert foot pedal continued to ablate after the foot was removed from the pedal. The stop button was immediately pressed on the stockert generator after identifying the issue. No unintended ablation was delivered to the patient and the procedure was completed successfully with no patient consequence.